Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto 3 system, and a no pacing stimulation issue occurred. They were not able to pace with the referenced smart touch unidirectional catheter. Also the stimulation from the emergency pacing input is not possible. The procedure was completed without patient consequence. It was advised to the user to replace the catheter extension cables with the brand new ones and also to use brand new catheters. At the next procedure the system was working properly. Issue was related to accessory. Pacing issue resolved. A device history record (DHR) review was performed by the manufacturer and no anomalies were noted in manufacturing or servicing of this equipment.

Manufacturer narrative:
Originally it was reported that they were not able to pace with the referenced lasso catheter. However, additional information was received on october 31, 2014 stating that the catheter used was the smart touch unidirectional catheter(model #: d-1336-02-s / lot #: unknown) versus the lasso catheter. Also notified that the bard decapolar catheter was used. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto 3 system, and a no pacing stimulation issue occurred. They were not able to pace with the referenced lasso catheter. Also the stimulation from the emergency pacing input is not possible. The procedure was completed without patient consequence. Upon request, additional information was provided on the event. It was planned pacing. The procedure was completed without pacing. There was no patient consequence. The pacing leads were connected to both primary pacing port and to the direct stimulator port. Both ports were not working. The biotronik uhs2000 was being used during the procedure. The direct stimulator port not working to perform pacing is indicative of a reportable event and will be reported under the carto 3 system.